Manufacturer narrative:
Continuation of medical device: 0148 lead implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead had exhibited low impedance and oversensing of noise. There was likely an insulation breach on the ra lead. The ra lead remains in use. No patient complications have been reported as a result of this event.